Event description:
Reporter indicated that a lead discontinuity was identified during generator replacement surgery. The entire vns system was replaced at that time. Attempts to gather add'l info from the treating neurologist and neurosurgeon have been unsuccessful.

Manufacturer narrative:
Device malfunction occurred, but did not contribute to a death or serious injury.